Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during the prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime alarms were noted. The drive support was inspected and was found slightly loose. The insulin pump was received with cracked case at display window corners, cracked reservoir tube window corners, minor scratched lcd window, missing end cap sticker, partially broken reservoir tube lip and cracked battery tube threads.